Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary cabinet was malfunctioning and that both the station and all drawers had powered down and could not be turned back on. A field service engineer (fse) found a failure on drawer 4.1 and recovered jewel. During further inspection, an internal pyxibus cable was found to be damaged and cutting into a ground point, which had caused unexpected station shutdowns in prior incidents. The station was safely powered down, and the damaged internal cable was replaced with a new one to resolve the issue. The station was then powered back on and tested, confirming that it powered up successfully and all drawers were functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.1 failed to open and not detected on bus. However, there were no delays or adverse events or injuries reported based on this event.